Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the patient received inappropriate shocks due to noise oversensing on the rv lead. The pace/sense portion of the lead was capped and replaced, and the svc coil lead was capped. No further patient complications have been reported as a result of this event.